Event description:
It was reported that the tandem-provided charging supplies had a smoky smell to them. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.